Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had a cannula length issue. The following information was provided by the initial reporter: the customer reported the needle was shorter in some products and some were not piercing through the rubber.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 11apr2022. H6: investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. A situation analysis has been initiated to address this issue.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had a cannula length issue. The following information was provided by the initial reporter: the customer reported the needle was shorter in some products and some were not piercing through the rubber.